Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the third fire appears to have formed very malformed and jagged staples. Staples were picked out one by one with a grasper. A new gun was opened and fired more medial. The case proceeded fine. There was no consequence to the pt.